Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/8/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an arthroplasty procedure on (B)(6) 2025 and barbed suture was used. I t was reported that fixation feature broke during the surgery. Changed another one to complete surgery. There is no report on patient's injury. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information was obtained via: after confirmation with the sales via phone on (B)(6) 2025,the event date should be 24/feb/2025. The event description (local language) should be changed to english event description should be changed to:when suturing the wound, the problem of pulling off suture needle happened. Changed another one and continued suturing. The procedure should be l3-s1 lumbar internal fixation surgery. Corrected data: h6 and b5. Pec code changed. Along with event details.

Event description:
It was reported that a patient underwent a l3-s1 lumbar internal fixation surgery procedure on (B)(6) 2025 and barbed suture was used. When suturing the wound, the problem of pulling off suture needle happened. Changed another one and continued suturing. There is no report on patient's injury. No additional information could be provided.